Event description:
On (B)(6), 2010, the lay user/patient's mother contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch ping meter had a crack on the display. The complaint was classified based on the customer service representative (csr) documentation. The patient's mother reported that the alleged issue was discovered on the morning of (B)(6), 2010. The reporter claimed that the patient woke up that morning feeling dizzy and nauseous. As a result of the alleged issue, the patient's mother stated that the patient was unable to read the number before the decimal point. The reporter denied that the patient received medical treatment. At the time of troubleshooting, the csr noted there was no known trauma to the subject meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.